Manufacturer narrative:
Date of the event is unk. Results: visual inspection of the lens showed that the lens was stuck in the cartridge.

Event description:
The surgeon attempted to implant the iol, but the lens was stuck in the cartridge. The lens was not implanted and there was no pt injury. The facility believe there was a cartridge malfunction.